Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and blood glucose was high. The customer reported that blood glucose have been running high since they got replacement pump. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 275mg/dl. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as blood glucose was high. Customer states the drive support cap is loose. The insulin pump will be replaced as customer was not feeling safe with pump and customer's blood glucose were high. Customer had fixed prime on 5.0. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored three days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. Device passed per delivery accuracy test. Device received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and missing drive support sticker.